Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited increased thresholds and intermittent pacing failure during suturing. The pocket was re-opened and the lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that lead did not dislodge and the cause of the pacing issues were unknown.